Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 26 bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for the patients atrial conducted rhythm, with available therapy exhausted as a result. Technical services (ts) was consulted about the stored episodes and device programming. The device remains in service. No additional adverse patient effects were reported. At a later date, this ICD delivered atp and shocks as inappropriate therapy due to undersensing. The device settings were adjusted to prevent this from reoccurring. Ts was consulted and discussed device therapy delivery. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 26 bursts of anti-tachycardia pacing (atp) and six shocks as inappropriate therapy for the patients atrial conducted rhythm, with available therapy exhausted as a result. Technical services (ts) was consulted about the stored episodes and device programming. The device remains in service. No additional adverse patient effects were reported.